Manufacturer narrative:
No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy [thermal burn] , in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out [abscess] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 76-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: cj5629, expiration: may2022) from (B)(6) 2019 at unknown frequency for back pain. The patient's medical history were not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in 2019 for an unspecified indication with no adverse effect. The patient experienced deep burns from the thermacare patch application on (B)(6) 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with a mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but, I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The package was no longer in his possession. Upon follow-up on (B)(6) 2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. Upon follow-up received on (B)(6) 2019, the patient reported the events were still not resolved. He stated a strong itch remained and he was using eucerin cream to treat it. He was not currently under the care of a physician for any medical conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. He classified his skin tone as dark or olive. The patient denied sensitive skin or abnormal skin conditions. He had previously used the suspect device on an unspecified date in 2019 for 6 hours without any problem/symptom. He had previously used other heating products to relieve pain including cervical heating pad on an unspecified date in 2019 for 2-3 hours without any problem/symptom. While he was wearing the suspect medical device he did not practice physical exercise and the adhesive was in contact with 3 layers of gauze. He checked his skin under the product while wearing thermacare only when the strong burning appeared. He read the usage instructions on thermacare before using the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. As of (B)(6) 2019 he continued to medicate the part with gentalyn cream and even though there was still an annoying itch, even the most lesion deep has healed. However, he was somewhat worried about any future damage, given that in the days following the event, in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out in 2019. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. The outcome of the events was not resolved. According to the product quality complaint group: conclusion: no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. On 16oct 2019, product quality complaints reported the investigation was still in progress for the reported lot number. Additional information has been requested and will be provided as it becomes available. Follow-up (06oct2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up (16oct2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Follow-up (14nov2019): new information received from the consumer includes: patient details, suspect product start/stop dates, past product history, action taken with the suspect product, event onset date and additional information pertaining to the patient's clinical course. Follow-up (25nov2019): new follow-up information received from the consumer includes: additional event "in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out". Company clinical evaluation comment: based on the information provided, the events thermal burn, abscess and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is complete., comment: based on the information provided, the events thermal burn, abscess and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is complete.

Event description:
Event verbatim [preferred term] deep burns/in 2 points skin was strongly reddened and at one point skin was totally burned as if 2 layers had disappeared/epidermal damage/painful and itchy [burns second degree] , ii and iii stage" (used for skin lesions) corresponded to the "ii and iii degree [burns third degree] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient) and from a contactable physician. A 76-year-old male patient started to use thermacare heatwrap (thermacare fascia autoriscaldante - flexible use)(device lot number: cj5629, expiration: may2022) on (B)(6) 2019 for back pain. Relevant medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unknown date in 2019 with no adverse effect. The patient experienced deep burns from the thermacare patch application on (B)(6) 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with a mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but, I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The package was no longer in his possession. The product was not available for evaluation. Upon follow-up on (B)(6) 2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. Upon follow-up received on (B)(6) 2019, the patient reported the events were still not resolved. He stated a strong itch remained and he was using eucerin cream to treat it. He was not currently under the care of a physician for any medical conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. He classified his skin tone as dark or olive. The patient denied sensitive skin or abnormal skin conditions. He had previously used the suspect device on an unspecified date in 2019 for 6 hours without any problem/symptom. He had previously used other heating products to relieve pain including cervical heating pad on an unspecified date in 2019 for 2-3 hours without any problem/symptom. While he was wearing the suspect medical device he did not practice physical exercise and the adhesive was in contact with 3 layers of gauze. He checked his skin under the product while wearing thermacare only when the strong burning appeared. He read the usage instructions on thermacare before using the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. As of (B)(6) 2019 he continued to medicate the part with gentalyn cream and even though there was still an annoying itch, even the most lesion deep has healed. However, he was somewhat worried about any future damage, given that in the days following the event, in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out in 2019. On (B)(6) 2020, patient's physician stated that after application on lumbar region of thermacare, with a protection, three skin lesions (second/third stage) appeared which was further clarified that "ii and iii stage" (used for skin lesions) corresponded to the "ii and iii degree". No surgery was requested. It was unknown if there were sequels such as scars. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on 14sep 2019. The outcome of the events was not resolved. The physician considered the second/third stage skin lesion as related to the medical device thermacare. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (06oct2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up (16oct2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Follow-up (14nov2019): new information received from the consumer includes: patient details, suspect product start/stop dates, past product history, action taken with the suspect product, event onset date and additional information pertaining to the patient's clinical course. Follow-up (25nov2019): new follow-up information received from the consumer includes: additional event "in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out". Follow-up (26jan2020): follow-up attempts completed. No further information expected. Follow-up (30jan2020): new information received from the product quality group includes updated suspect product and investigation summary. Follow-up (01mar2020): new information from the patient's physician included: statement that the patient experienced "three skin lesions (second/third stage)" and causality assessment for it. Follow-up (12mar2020): new information received includes query response: "ii and iii stage" (used for skin lesions) corresponded to the "ii and iii degree". New event "ii and iii stage" (used for skin lesions) corresponded to the "ii and iii degree" added. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of burns second degree, burns third degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed as a quality defect). There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy/the area of mo [burns second degree] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 76-year-old male patient started to use thermacare heatwrap (thermacare fascia autoriscaldante - flexible use)(device lot number: cj5629, expiration: may2022) from (B)(6) 2019 at unknown frequency for back pain. The patient's medical history were not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in 2019 for an unspecified indication with no adverse effect. The patient experienced deep burns from the thermacare patch application on (B)(6) 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with a mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but, I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The package was no longer in his possession. Upon follow-up on 06oct 2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. Upon follow-up received on 14nov2019, the patient reported the events were still not resolved. He stated a strong itch remained and he was using eucerin cream to treat it. He was not currently under the care of a physician for any medical conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. He classified his skin tone as dark or olive. The patient denied sensitive skin or abnormal skin conditions. He had previously used the suspect device on an unspecified date in 2019 for 6 hours without any problem/symptom. He had previously used other heating products to relieve pain including cervical heating pad on an unspecified date in 2019 for 2-3 hours without any problem/symptom. While he was wearing the suspect medical device he did not practice physical exercise and the adhesive was in contact with 3 layers of gauze. He checked his skin under the product while wearing thermacare only when the strong burning appeared. He read the usage instructions on thermacare before using the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. As of (B)(6) 2019 he continued to medicate the part with gentalyn cream and even though there was still an annoying itch, even the most lesion deep has healed. However, he was somewhat worried about any future damage, given that in the days following the event, in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out in 2019. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on 14sep 2019. The outcome of the events was not resolved. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (06oct2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up (16oct2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Follow-up (14nov2019): new information received from the consumer includes: patient details, suspect product start/stop dates, past product history, action taken with the suspect product, event onset date and additional information pertaining to the patient's clinical course. Follow-up (25nov2019): new follow-up information received from the consumer includes: additional event "in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out". Follow-up (26jan2020): follow-up attempts completed. No further information expected. Follow-up (30jan2020): new information received from the product quality group includes updated suspect product and investigation summary., comment: based on the information provided, the events "burns second degree" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed as a quality defect). There is not a product quality related trend identified for the subclass heat cells damaged/leaking. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] deep burns/in 2 points skin was strongly reddened and at one point skin was totally burned as if 2 layers had disappeared/epidermal damage/painful and itchy [burns second degree] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient) and from a contactable physician. A 76-year-old male patient started to use thermacare heatwrap (thermacare fascia autoriscaldante - flexible use)(device lot number: cj5629, expiration: may2022) on (B)(6)2019 for back pain. Relevant medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unknown date in 2019 with no adverse effect. The patient experienced deep burns from the thermacare patch application on (B)(6)2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with a mobile phone. On the advice of the doctor, even today (B)(6)2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but, I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The package was no longer in his possession. Upon follow-up on 06oct2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. Upon follow-up received on 14nov2019, the patient reported the events were still not resolved. He stated a strong itch remained and he was using eucerin cream to treat it. He was not currently under the care of a physician for any medical conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. He classified his skin tone as dark or olive. The patient denied sensitive skin or abnormal skin conditions. He had previously used the suspect device on an unspecified date in 2019 for 6 hours without any problem/symptom. He had previously used other heating products to relieve pain including cervical heating pad on an unspecified date in 2019 for 2-3 hours without any problem/symptom. While he was wearing the suspect medical device he did not practice physical exercise and the adhesive was in contact with 3 layers of gauze. He checked his skin under the product while wearing thermacare only when the strong burning appeared. He read the usage instructions on thermacare before using the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. As of (B)(6)2019 he continued to medicate the part with gentalyn cream and even though there was still an annoying itch, even the most lesion deep has healed. However, he was somewhat worried about any future damage, given that in the days following the event, in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out in 2019. On 1mar2020, patient's physician stated that after application on lumbar region of thermacare, with a protection, three skin lesions (second/third stage) appeared. No surgery was requested. It was unknown if there were sequels such as scars. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6)2019. The outcome of the events was not resolved. The physician considered the second/third stage skin lesion as related to the medical device thermacare. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she was "forced to urgently remove the patch". The cause of the consumer stating the wrap had to be "urgently removed" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer reports that "grains of black material were coming out of the discarded plaster and looking at the package there were many others." The cause of the consumer stating the wrap had heat cells damaged/leaking is inconclusive since review of records does not provide evidence to support defective product. A return sample is not available at the site for evaluation to confirm defect. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (06oct2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up (16oct2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Follow-up (14nov2019): new information received from the consumer includes: patient details, suspect product start/stop dates, past product history, action taken with the suspect product, event onset date and additional information pertaining to the patient's clinical course. Follow-up (25nov2019): new follow-up information received from the consumer includes: additional event "in particular from the area of more deeply burned epidermis, -as was clearly visible in one of photos already transmitted-thick, white/yellowish material came out". Follow-up (26jan2020): follow-up attempts completed. No further information expected. Follow-up (30jan2020): new information received from the product quality group includes updated suspect product and investigation summary. Follow-up (01mar2020): new information from the patient's physician included: statement that the patient experienced "three skin lesions (second/third stage)" and causality assessment for it. Follow-up attempts completed. No further information expected., comment: based on the information provided, the events "burns second degree" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed as a quality defect). There is not a product quality related trend identified for the subclass heat cells damaged/leaking. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy [thermal burn] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 76-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: cj5629, expiration: may2022) from (B)(6) 2019 at unknown frequency for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in 2019 for an unspecified indication with no adverse effect. The patient experienced deep burns from the thermacare patch application on (B)(6) 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with a mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but, I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The package was no longer in his possession. Upon follow-up on (B)(6) 2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. Upon follow-up received on (B)(6) 2019, the patient reported the events were still not resolved. He stated a strong itch remained and he was using eucerin cream to treat it. He was not currently under the care of a physician for any medical conditions. The patient denied having diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. He classified his skin tone as dark or olive. The patient denied sensitive skin or abnormal skin conditions. He had previously used the suspect device on an unspecified date in 2019 for 6 hours without any problem/symptom. He had previously used other heating products to relieve pain including cervical heating pad on an unspecified date in 2019 for 2-3 hours without any problem/symptom. While he was wearing the suspect medical device he did not practice physical exercise and the adhesive was in contact with 3 layers of gauze. He checked his skin under the product while wearing thermacare only when the strong burning appeared. He read the usage instructions on thermacare before using the product. He was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on 14sep2019. The outcome of the events was not resolved. According to the product quality complaint group: conclusion: no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. On 16oct2019, product quality complaints reported the investigation was still in progress for the reported lot number. Additional information has been requested and will be provided as it becomes available. Follow-up (06oct2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up (16oct2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Follow-up (14nov2019): new information received from the consumer includes: patient details, suspect product start/stop dates, past product history, action taken with the suspect product, event onset date and additional information pertaining to the patient's clinical course. Company clinical evaluation comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is complete., comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy [thermal burn], black grains of material of black color came out/the leak of material from the 2 patches [device leakage], case narrative:this is a spontaneous report from a contactable consumer (patient). A male patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: cj5629, expiration: may2022, from an unspecified date at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The patient experienced deep burns from the thermacare patch application in 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with the mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The entire package was not more in his possession. Upon follow-up on (B)(6) 2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not resolved. According to the product quality complaint group: conclusion: batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Company clinical evaluation comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy [thermal burn], black grains of material of black color came out/the leak of material from the 2 patches [device leakage], case narrative: this is a spontaneous report from a contactable consumer (patient). A male patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: cj5629, expiration: may2022, from an unspecified date at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The patient experienced deep burns from the thermacare patch application in 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied the patch over them. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with the mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The entire package was not more in his possession. Upon follow-up on 06oct2019, it was reported the persistence of pain in one of the 3 points in which several layers of skin were burned. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not resolved. According to the product quality complaint group: conclusion: batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. On 16oct2019, product quality complaints reported the investigation was still in progress for the reported lot number. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received by the consumer via the local pqc pch includes lot number and expiration and event information. Follow-up ((B)(6) 2019): this follow-up report is being submitted to notify that an investigation is still in progress based on reported lot number. Company clinical evaluation comment based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
Conclusion: batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(4) 2019, version 5.0.

Event description:
Event verbatim [preferred term] deep burns/burning sensation/in 2 points of the back the skin was strongly reddened/the skin was totally burned as if 2 layers of skin had disappeared/epidermal damage/painful and itchy [thermal burn] , black grains of material of black color came out/the leak of material from the 2 patches [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A male patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The patient experienced deep burns from the thermacare patch application in 2019. The patient stated "I ask you to know if the following described can cause damage to the body beyond epidermal burn. In the past few days in 2019 I have used a thermacare patch for back pain. As per recommendations, I placed three layers of sterile gauze on the skin and applied it over the patch. Despite this precaution, after about 35 minutes I was forced to remove the patch urgently, because the heat that was supposed to be beneficial immediately became a burning sensation. However, it was too late, because in 2 points of the back the skin was strongly reddened and at one point, the skin was totally burned as if 2 layers of skin had disappeared. I would add that from the discarded black grains of material of black color came out and looking in the package there were many others. I reported the incident to the pharmacist who had sold me the product, showing him both the leak of material from the 2 patches, and the photos of the epidermal damage taken with the mobile phone. On the advice of the doctor, even today (B)(6) 2019 after a good 13 days I continue to treat the major burn with gentalin (2 times a day), without appreciable results; because the most affected part continues to be painful and itchy. Obviously, I will undergo a specialist dermatological examination for a more careful evaluation of what happened; but I am much more interested in knowing directly from those who market the product and know the potential damage that can be caused by the materials used, and above all, what consequences the person can have over time; when the materials contained within the patch come into direct contact with the skin with results - as shown to the pharmacist- which go well beyond the reddening of the epidermis. Grateful to know, if there is a more suitable product than gentalin to treat the part and bring it to healing." The patient was not able to provide lot number and expiration date, because the entire package was not more in his possession. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not resolved. According to the product quality complaint group: conclusion: batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (b)6) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" and "device leakage" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.